Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a follow-up in clinic with the patient¿s implantable cardioverter defibrillator in back-up vvi. A download was successfully performed restoring the device to its intended settings. The patient was stable throughout and will be followed normally.